Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to damaged. The transfer set was visually inspected and noted that the spike was broken/cracked at base of spike. A lab (B)(4) titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with a leak noted at the crack in the spike. The complaint was confirmed in the lab. Based on the information obtained from baxter's investigation, the root cause of this report was due to the crack in the spike. The lot number was unknown; therefore, a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported a broken spike on a uv-flash transfer set. A leak was found while the patient was changing the solution bags. A crack on the spike was found after the transfer set had been changed. The transfer set was in use for 60 days. No injury or medical intervention was reported.